Manufacturer narrative:
The sensor replacement alert was first triggered on the 18th of january 2025, day 124 after insertion.the RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house, but the failure mode could not be reproduced during the returned product analysis testing.this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab or if the failure is an intermittent issue. The root cause for the reported failure mode was not apparent from the in vivo data available in dms.no diagnostics logs were available for further analysis.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 22 april 2025. D9 device available for evaluation? Yes on 28 february 2025. G3.date received by the manufacturer? 22 april 2025. H3. Device evaluated by manufacturer?yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4256. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 23, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.